Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician was attempting to treat a mildly calcified, 80-90% stenosis in the lad. He predilated the lesion with a cutting balloon (unk size). He then deployed a taxus express2 3.5 x 28 mm drug eluting stent. He deflated the balloon but had difficulty removing the balloon. The physician was able to deep seat the guide and remove the balloon without any complications. No pt complications or injuries were reported.